Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Patient weight was requested but not made available. Patient history including medications were requested, but not made available. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during treatment due to a large common iliac artery aneurysm, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was advanced from the brachial access to stent the left hypogastric artery and seal the implanted ibe device. The vbx device tracked into position and was deployed successfully. When the doctor attempted to remove the vbx delivery catheter, there was some resistance. It was recommended to pull further negative pressure on the vbx balloon before trying to remove the balloon catheter through the 8fr x 90cm destination sheath. As reported, the physician continued to pull the catheter shaft by the hub, which resulted in the catheter snapping approximately10cm distal of the inflation hub. The balloon catheter was unable to be pulled out through the sheath. Consequently, the sheath with stuck catheter and guidewire were removed together from the patient. Patient is stable with no adverse consequences.

Manufacturer narrative:
H6: code c19: an engineering evaluation was completed. The cause for the broken delivery catheter shaft was determined to not be from a manufacturing defect as glue between the hub and catheter shaft was present and no other signs of catheter defects, in the exposed observable section, were found. Engineering confirmed that push/pull forces could not remove the catheter. The mechanism appears to be consistent with difficulty to withdraw, indicating a possible interaction with other accessories could have occurred. The reported primary device failure mode concerning catheter withdrawal difficulty could not be independently confirmed as the conditions present during the procedure could not be replicated. Moreover, the condition of the returned device is not representative of its state during time of use, and the root cause of the withdrawal difficulty could not be established with the available information, including device evaluation. The broken delivery catheter shaft was confirmed during evaluation. The dual lumen catheter was returned with the hub assembly and attached shrink sleeve separated from the catheter at the junction of the catheter-shrink sleeve interface. Remnants of catheter material within the hub assembly indicated a catheter material failure. Visible necking was also present on the most proximal segment of the dual lumen catheter that was returned protruding from the introducer sheath. Therefore, the root cause of the broken catheter shaft is consistent with reasonably foreseeable misuse, specifically user applies excessive force to the delivery system (leading to extensive tensile load, twisting, or torsion load and compromised/broken delivery system). The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period was reviewed with respect to the complaint detail and there are applicable statements. The IFU states the following: ¿if, during catheter removal, the balloon catches on the leading edge of the introducer sheath, a slight ¿back and forth¿ motion of the catheter may aid in release. If needed, the delivery catheter and the sheath may be removed together as a unit. Excessive or abrupt force during catheter removal may damage the delivery catheter, or introducer sheath.¿

Manufacturer narrative:
H1: retraction is required for manufacturer report #2017233-2022-03561. After further evaluation, this complaint was determined to be non-reportable.